Event description:
Pt went to see a dr because she was having a chronic sinus infection, headaches and breathing problems. The dr found that the pt was having allergies and prescribed claritin and vancomycin. But the medications did not make the pt feel any better. Therefore, the dr referred the pt to an allergist who performed an allergy test on 2/18/97. The test result showed that the pt was allergic to some foods, pollen, dust and latex. The allergist prescribed nasal spray and allerest. The pt hopes the new medications will alleviate her problem since she is still working and her condition is getting worse. Pt had been using latex gloves for a few years.